Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Lead noise led to vf detection and therapy. Noise could not be reproduced and no lead values were otherwise out of range. The lead remains implanted. On (B)(6) 2016 - this lead was capped and the associated ICD was explanted and replaced on (B)(6) 2016, the notes indicate that this lead was fractured.